Event description:
It was reported that during anterior communicating artery (acoma) aneurysm case, resistance was encountered when attempting to push the subject stent into the microcatheter, making it impossible to advance. X-ray examination revealed that the subject stent was stuck near the proximal end of the microcatheter shaft, close to the hub, and the subject stent delivery wire had separated from the subject stent. The whole system was withdrawn, and the subject stent was replaced. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm case, resistance was encountered when attempting to push the subject stent into the microcatheter, making it impossible to advance. X-ray examination revealed that the subject stent was stuck near the proximal end of the microcatheter shaft, close to the hub, and the subject stent delivery wire had separated from the subject stent. The whole system was withdrawn, and the subject stent was replaced. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was noted to have been extended from the introducer sheath and the stent was confirmed to have been deployed. The distal tip of the sdw was noted to have been stretched. The stent was removed from the proximal end of the microcatheter. (The damage to the stent was sustained in the removal attempt.) The functional test was unable to be performed as the stent had been deployed. The stent was unable to be advanced or removed from the microcatheter with a patency mandrel, the microcatheter was cut and the stent was removed with difficulty, the stent sustained damage during the removal attempt. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported premature stent deployment was confirmed. The reported stent difficult to advance or pull back through the catheter was confirmed. The reported stent difficult to transfer was not replicated, however the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that after the preparatory work was completed, resistance was encountered when attempting to push the subject stent into the microcatheter, making it impossible to continue advancing the stent. X-ray examination revealed that the stent was stuck near the proximal end of shaft, close to the hub, and the delivery wire had separated from the stent. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned, the sdw was noted to be stretched/deformed, the subject stent was returned within the microcatheter and was unable to be advanced or retracted to remove, therefore the microcatheter was cut and he stent was removed with difficulty, there was significant damage sustained to the stent during the attempt to remove from the microcatheter. It is probable that the difficulty experienced during the attempt to transfer the sent into the microcatheter may have caused damage to the device and subsequently causing difficulty to advance the stent and premature deployment within the microcatheter. An assignable cause of procedural factors will be assigned to the reported event stent difficult/unable to transfer, stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the analysed event sdw deformed, stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter, as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according to the dfu but due to procedural factors during use, the device performance was limited.